Manufacturer narrative:
Investigation results: an ultraflex tracheobronchial stent and delivery system were returned for analysis. The device was returned deployed, with the stent. Visual examination found the device shaft was kinked. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the reported event of partially deployed. The noted damage to the returned device are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used in the lungs during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, the stent was attempted to be deployed; however, once the stent was almost fully deployed (over 2/3 deployed) the stent was no longer able to be released. The physician removed the partially deployed stent from the patient and completed the procedure with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used in the lungs during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, the stent was attempted to be deployed; however, once the stent was almost fully deployed (over 2/3 deployed) the stent was no longer able to be released. The physician removed the partially deployed stent from the patient and completed the procedure with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.